Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the unspecified timing. The subject device was no longer worked. There was no patient injury associated with this report. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was no abnormality in the subject device but other devices connected to the subject device such as the video connector or digital light source cable. The reported phenomenon might have occurred due to the unstable transmission between the endoscope and the subject device because the electrical contacts of the video connector had not been dried sufficiently, or the connection of the digital light source cable had been insufficient. Or there might have been the problem other than the subject device such as endoscope, digital light source cable or light source. If additional information becomes available, this report will be supplemented.